Event description:
It was reported that about six days after the implant procedure, the right ventricular lead was noted via x-ray to be dislodged. The lead also had decreasing and low pacing impedance, and the high voltage impedance had also been trending downward. An alert was triggered. It was noted the patient was not compliant with the physician's post-operative instructions. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.